Manufacturer narrative:
Product event summary: analysis of the device memory indicated pacing capture threshold in the left ventricle was high. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high pacing thresholds due to dislodgement. The high thresholds led to an accelerated decrease in cardiac resynchronization therapy defibrillator (crt-d) battery life. The lead was turned off and was ultimately explanted and replaced. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.